Event description:
During servicing of electrode belt sn (B)(4) which was returned for an unrelated issue, it was discovered that the belt would not fit into the monitor. The pt was not issued a replacement due to ICD implantation.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable connector was deformed and would not fit into a monitor. The root cause for the deformation cannot be positively identified but is likely excessive force. The electrode belt was fully functional upon re-shaping of the trunk cable connector. No adverse event resulted from the deformed connector. The pt did not receive a replacement electrode belt due to ICD implantation.